Event description:
Attorney letter received on (B)(6) 2012 notes the patient has suffered serious eye injuries and has ongoing medical treatment. There was no description of the injury or treatment provided. No lot number or lenses were returned. Attempts to contact the patient have been made with no reply to date. This is being filed as unconfirmed injury.

Manufacturer narrative:
This is being filed as unconfirmed injury. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.